Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced pain in the site of the implantable cardiac monitor (icm) device. The device will be repositioned. Presently, the device remains in use. No patient complications have been reported as a result of this event.